Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Thought no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint for was verified through quality and product testing. Maximum temperature for the attachment head exceeded maximum allowable temperature standards. Cap end beating retainer failure, free roaming ball beatings and excessive debris most likely created friction within the head which resulted din temperature increase. Significant gear wear also increased friction and proper functioning of the gears, also contributing to the heat reported in the complaint. All components looked dry and corroded with no evidence of lubrication.